Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable lead found no significant anomaly. Analysis of the epidural needle found the spoon of the needle had a sharp edge on the undercut side. Concomitant medical products: product ID: neu_epidural needle, serial#: unknown, product type: accessory. Other relevant device(s) are: product ID: neu_epidural needle, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, (B)(4)): information was received from a manufacturer¿s representative (rep) regarding a trial patient. The rep reported that the healthcare provider (hcp) kept getting the leads stuck with the needle. No further complications were reported. On (B)(6) 2018, (B)(6): no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.